Event description:
The son of a (B)(6) male pt called to report that the pt got numerous check belt and therapy electrode messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problems (check therapy pad messages and adjust belt or check belt messages) has been confirmed. Upon receipt the distribution node to ECG-b cable had a broken pulse wire. The cause for the check belt messages and check therapy pad messages was the broken pulse wire. The root cause for the broken pulse wire cannot be positively determined but is likely physical abuse. No adverse event resulted from the broken pulse wire. No adverse event results from the broken pulse wire. The pt received a replacement electrode belt.